Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).

Event description:
User facility reported difficulty seating the disposable device and an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned and a "very small" perforation was seen on the posterior wall of the uterus on post hysteroscopy. No treatment was needed for the perforation and the patient was discharged home. Additionally, it was reported, the physician is planning on repeating the novasure procedure in the near future. A laparoscopic tube ligation, dilatation, and sounding with a metal sound (not a hologic device), were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.